Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported experiencing shocks. During interrogations this right ventricular (rv) lead exhibited high pacing thresholds and oversensing noise that was believed to have lead to inappropriate shocks. It was also believed that the rv lead had fractured. A lead revision procedure was performed. This rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.